Manufacturer narrative:
The biomedical engineer (bme) reported that there are 4 gz telemetry in comm loss on the central nurse's station (cns). He said the issue is happening again, but now it is happening with 3-4 other gz units. He did not take down the bed-ID's of those tele's though. He said after rebooting the eg server the issue resolved, but he is expecting it will happen again and would like cits to check the server. Tech support (ts) let him know it may not be server related and we can do some more troubleshooting but he said he would just like to have us check the server anyways. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that there are 4 gz telemetry in comm loss on the central nurse's station (cns). He said the issue is happening again, but now it is happening with 3-4 other gz units. He did not take down the bed-ID's of those tele's though. He said after rebooting the eg server the issue resolved, but he is expecting it will happen again and would like cits to check the server. Tech support (ts) let him know it may not be server related and we can do some more troubleshooting but he said he would just like to have us check the server anyways. No patient harm was reported.